Manufacturer narrative:
Although a definitive conclusion cannot be made regarding the root cause of the reported infection, patient factors including driveline exit site management and patient comorbidities may increase the risk of infection; with no indication of any device malfunctions or performance issues. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline site infection a known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual address guidelines for optimal patient management including pre and post-operative infection control measures and driveline care.

Event description:
It was stated from the site by the ventricular assist device (vad) coordinator that during routine patient updates, patient was seen in clinic on (B)(6) 2017 and was noted to have a worsening driveline exit site (dles) infection with purulent drainage, erythema, and slightly edematous. A small, oozing pustule just adjacent to the dles was cultured and came back positive for (B)(6). The patient was afebrile and his white blood count (wbc) count was within normal limits (wnl). The patient denied any trauma to the dles. While hospitalized, the patient admitted that he had stopped taking his chronic oral antibiotics after he ran out a week prior. Transplant infectious disease (ID) was consulted and the patient was given a total of four doses of intravenous (IV) cefazolin. He was then transitioned to oral doxycycline 100mg twice a day (bid) in which he will continue to take indefinitely. The patient was discharge home on (B)(6) 2017 and will follow-up in the vad clinic and transplant ID in 2 weeks. No additional information available.